Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to the reported entrapment of device (clip caught on chordae). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip caught on chordae during positioning). The reported foreign body in patient is a cascading event of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. The physician did not want to put stress on the valve to remove the clip from the chordae. Therefore, the physician decided to implant the clip with only the posterior leaflet grasp and chordae. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.